Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 18ga 1in blunt fill sla had small "burrs" in it that passed into the "parenteral nutrition bag" when used. The following information was provided by the initial reporter, translated from portuguese to english: "the batch of needles in question has small internal burrs, making it impossible to use them in our processes." The pharmacy works with parenteral nutrition bags with an injectable route of administration and the needle is used directly in the process of handling these for this reason, at the moment of the handling process, the burr found in the needles passes directly to the bag, causing it to fail.

Manufacturer narrative:
H.6. Investigation: two photos were received for evaluation. In both photos it was possible to observe the presence of flashes. Bd was able to confirm the customer¿s indicated failure mode due to the presence of flashes in the inside of the hub. Due to the absence of physical sample or a clear image, it was not possible to track the mold used or the cavity that the problem occurred, therefore it is not possible to define an exactly root cause for the complaint. The possible root causes for this issue could be related to the a failure in the molding cooling time or to a damaged cavity. The device history records were reviewed with no issues being identified. It was found 1 quality notification related to the complaint issue. All process and final inspections comply with specification requirements.

Event description:
It was reported that the needle 18ga 1in blunt fill sla had small "burrs" in it that passed into the "parenteral nutrition bag" when used. The following information was provided by the initial reporter, translated from portuguese to english: "the batch of needles in question has small internal burrs, making it impossible to use them in our processes.". The pharmacy works with parenteral nutrition bags with an injectable route of administration and the needle is used directly in the process of handling these for this reason, at the moment of the handling process, the burr found in the needles passes directly to the bag, causing it to fail.